Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification, as a result the main pcb was replaced. It was also noted that the upper case, lower case and battery drawer were broken, the keyboard was scratched, and the atrial connector of the heart lead flex was broken. Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the battery removal test failure.

Event description:
It was reported that the external pulse generator shut off immediately upon battery removal. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.